Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: was the active blade broken off of the device? No, the pad was broken off. Was the sheath of this device damaged/broken? No. Did the tissue pad completely fall off the device? Yes.

Event description:
It was reported that during a wedge cutting procedure that the shaft broke during the operation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for: "the shaft broken during the operation ". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.